Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device.

Event description:
The trial patient reported their leads/"needles" came out, and had been worse since. It was indicated that they were unable to void as well as they used to. They stated that they could still feel the pain where the lead was placed. This occurred during the basic evaluation that began on (B)(6) 2017, and it was unknown if it was resolved. There were no further complications reported as a result of this event.